Event description:
The patient was undergoing a laparoscopic procedure. While the physician was using a non-disposable laparoscopic scissor handle with disposable scissors that was attached to a bovie, an electrical arc occurred that resulted in a small burn to the pt's liver. A gap in the insulation between the scissor handle and tip caused the electrical arc. The burn did not require repair or further intervention.